Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed the functional failure on mti. Additionally, the programmer was not detecting the touch after 5 minutes. The programmer was disassembled in order to verify the properly connection of the involved components, none issues were detected. The programmer was tested on system functional test, passing the evaluation. The telemetry issues were not confirmed.

Event description:
It was reported that the screen of this programmer was unresponsive during ventricular threshold testing and the device was difficult to interrogate. The programmer was exchanged and returned to boston scientific for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
This correction report was submitted to correct field h6 "evaluation result codes". In addition, field e1 "initial reporter last name" and field h10 "additional MFR narrative " were updated with recent information received. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed the functional failure on mti. Additionally, the programmer was not detecting the touch after 5 minutes. The programmer was disassembled in order to verify the properly connection of the involved components, no issues were detected. The programmer was tested on system functional test, passing the evaluation. The telemetry issues were not confirmed. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the screen of this programmer was unresponsive during ventricular threshold testing and the device was difficult to interrogate. The programmer was exchanged and returned to boston scientific for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
This correction report was submitted to correct field h6 "evaluation result codes". In addition, field e1 "initial reporter last name" and field h10 "additional MFR narrative " were updated with recent information received. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device revealed external damage. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer's logfile. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the screen of this programmer was unresponsive during ventricular threshold testing and the device was difficult to interrogate. The programmer was exchanged and returned to boston scientific for analysis. There were no adverse patient effects reported.